Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis patient contact reported to technical support that the liberty select was draining slowly and leaving large amounts of solution in the patient. Treatment data was provided and assessed for 150% and 180% iipv and did reveal an episode of increased intraperitoneal volume (iipv). The largest drain volume from this treatment occurred on (B)(6) 2018 during drain 3 where 3732ml drained. This drain is 246% of the prescribed fill volume. In order to be a reportable malfunction, at least 180% of the prescribed fill volume would have to have been drained. A 180% of fill volume 1517ml is 2731ml. Therefore, a reportable malfunction has occurred. The patient was advised to discontinue use of the cycler and to contact the clinic nurse. Follow up with the peritoneal dialysis nurse indicates that the patient did not experience any complications as a result of the alleged event. The patient did have surgery for catheter repositioning. Additional information was solicited.